Event description:
It was reported that the patient presented to the emergency room following inappropriate shock due to oversensing noise. Lead intergrity issues were suspected. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.